Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection due to an urethral injury. A surgical procedure was performed to remove the ipp. There were no device issues reported and no further patient complications.